Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the abdomen between 25 and 36 hours. On (B)(6) 2026, patient reported itching, redness and small spots at the infusion site and removed the pod after observing a skin reaction. No changes in blood glucose levels were reported. Patient sought medical advice during a pre-existing healthcare provider appointment on the same date, and the diagnosis was allergic skin reaction. Patient received recommended treatment to use skin barrier protection wipes.